Event description:
It was reported that a atw35 was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the affiliate that after the second firing, the jaw would not open (finally the jaw was opened with same instrument). There was no consequence to the pt.